Event description:
It was reported that when the pulse generator was interrogated there was a -data not read- message displayed on the programmer. Interrogation continued normally but they were unable to display battery measurements. The device was at elective replacement indicator. A replacement would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes the pulse generator was explanted due to elective replacement indicator (eri).

Manufacturer narrative:
Analysis confirmed normal battery depletion.